Manufacturer narrative:
The sales rep reported the revision surgery. Patient revised due to elevated cobalt levels and severe osteolysis. Depuy still considers the investigation closed.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Update - (B)(4) 2012 plaintiff's preliminary disclosure form received. Product sticker sheet included with part and lot numbers. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient suffers from pain, physical impairment and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.